Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte-cap y leaked during use. The following was reported by the initial reporter: "the end part of extension tube was leaked."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0055001. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph provided by the facility was reviewed by our team of quality engineers, they were able to locate the reported tear in the device¿s tubing a formulated several potential hypotheses as what could have caused this event. After reviewing and testing both the manufacturing line and the packaging process, our engineers were unable to replicate the tear in the tubing. Retention sample were exposed to functional testing in attempts to detect additional instances of this non-conformance, and the results of these tests found the retained samples to be free of any abnormalities or defects. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte-cap y leaked during use. The following was reported by the initial reporter: "the end part of extension tube was leaked".